Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2: added company representative. Information was inadvertently, not included on the initial medwatch. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over ten (10) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely, no video with old endoscope occurred, due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no video was confirmed. The device evaluation found no image due to a printed circuit board failure. No visible damage was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii video system center had no video with the old endoscopes. A trial was carried out with several pieces of equipment and a new zebulon. The equipment was recognized, but there was no video. There were no reports of patient harm associated with this event.